Manufacturer narrative:
The reported field events of failure to interrogate and premature battery depletion were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. A longevity calculation was performed and battery depletion was found to be normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for routine follow up the device could not be interrogated. Review of remote transmission records showed premature discharge of battery. Patient heart rate was 30 beats per minute. It was suspected that battery was low and therefore unable to pace or be interrogated. Device was explanted that same day. Patient is stable post procedure.